Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized for high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 800 mg/dl. Customer stated that the insulin pump failed to deliver insulin. Customer reported that the insulin pump alarmed no delivery. Customer stated that a complete set change did not resolve the issue. Customer reported that her high blood glucose levels led to unconsciousness/coma. Customer stated that she was put on an insulin IV drip and as a result she came out of her coma. Customer was wearing the insulin pump at the time of 911 call. The insulin pump passed all functional testing during troubleshooting. Product is not being returned or replaced.